Event description:
Patient presented for rv lead extraction and reimplanted. Received inappropriate therapy in the past due to damage to rv lead. The lead will be sent back for analysis but the chest x ray before extraction showed a buckling of the rv lead coil in the tricuspid valve. Patient thus experienced what I can old describe to look like far p waves, but was actually likely oversensing valve sounds.

Manufacturer narrative:
The reported events were inappropriate therapy, lead damage, oversensing, and ¿buckling of the rv lead coil in the tricuspid valve.¿ as received, a complete lead was returned in one piece. The reported events of lead damage and oversensing were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.